Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "internal comm failure -1173", "internal comm failure -1475", and "internal comm failure - 1471" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of device data logs. However, the device was put through extensive testing including bench testing and stress testing without duplicating the report. An internal inspection of the device found no discrepancies. A system interconnection ribbon cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference updated section d1 brand name, and section d4 catalog number that does not apply and should be removed.